Event description:
It was reported to nuvectra that the patient experienced an infection, two months post permanent implant. Subsequently, the stimulator and lead were explanted. The cause of the infection is unknown.